Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic on (B)(6) 2021. Upon interrogation, it was noted that the atrial lead exhibited noise. An intracardiac electrogram showed the noise first occurred on (B)(6) 2021 and the noise was easily reproduced in clinic. Programming changes were made. The patient was in stable condition.